Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient reported no audio output from the receiver. Patient missed the low alert, experienced a hypoglycemic event, and had to push the life alert button. The ambulance arrived and administered oral sugar tablets as the patient's blood count was 37 upon their arrival. At the time of contact with dexcom technical support, patient was well and no further medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. Functional testing was performed and the test failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker. Additionally, the patient had reported a hypoglycemic event. It should be noted that diabetes mellitus is a known cause of hypoglycemia.